Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was sticking and getting worse. The patient confirmed that the keypad was intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and down arrow keypad buttons had intermittent unresponsiveness. The ok and up arrow keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.